Event description:
Information was received indicating that this administration set, used along with an ambulatory infusion pump, exhibited under infusion while delivering antibiotics to a patient. No adverse patient effects were reported.